Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The investigation determined that the reported failure was due to a defective pneumatic block. This issue would not allow the device to complete its blower test. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4). Note: at the time this complaint was reported to the manufacturer it was assessed as being a non-reportable life malfunction event. An in-depth analysis of this complaint report as well as the device investigation identified information to change the assessment to reportable.

Event description:
Importer ref# (B)(4).